Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an olecranon fixation procedure on (B)(6) 2016, the 2.7mm va locking screw stripped while being screwed on a plate. The surgeon attempted to take the screw out in order to replace it with a new one but was unable to retrieve the screw. There was an approximate five (5) minute delay while the surgeon attempted to remove the stripped screw. The screw was left in the patient. There were no other complications after this incident. The surgeon was able to complete the surgery successfully. The patient's post-operative status was stable. This report is 1 of 1 for (B)(4).